Event description:
This rv lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that they received a red alert rv lead impedance >3000 ohms. Rv lead fracture due to fidelis lead fracture. Surgery has been scheduled. Tachy programmed off. Patient not dependent so no asystole. No inappropriate shocks. 40 diverts but no shocks. Noise was noted on rv only. Patient has never received shocks. Patient had 2 lead dislodgement initially. Patient has not received shock for actual arrhythmia. Rep working with dr. (B)(6) at (B)(6). Patient not admitted. Physician elected to program tachy therapy off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).